Manufacturer narrative:
Additional information: annex d code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the telescope guide extension catheter (gec) returned loaded on a 0.014¿ guidewire, and a resolute onyx device loaded in the telescope gec, all three devices were wrapped around each other on device return. Force was used to separate the devices. A detachment of the telescope gec proximal section of the push-member was evident, and the luer was not returned for analysis. The push member was kinked proximal to the on-ramp. No deformation was evident to the on-ramp. Deformation was evident to the entry port, due to torsional damage. Hardened blood was visible within the lumen and at the entry port. Torqueing kinks were evident all along the telescope lumen. Deformation was also evident to the distal tip. No other deformation noted to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one 7 french telescope guide extension catheter (gec) and one resolute onyx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 80% stenosis located in the ostium, proximal and mid right coronary artery (rca). The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that mating device issues occurred with the telescope gec and a non-medtronic guide catheter. It was stated that when trying to advance the resolute onyx stent through a 7f telescope through a non-medtronic guide catheter there was resistance noted. It was believed it was an issue with the non-medtronic stopcock. It was reported that the stent would not advance and would not cross. The end of the push member on the telescope was cut as difficulties were noted getting the telescope back through the luer lock of the non-medtronic stopcock. The telescope was then able to be removed. All products were removed and on removal it was noted that the non-medtronic guide catheter was wrapped and twisted, and the telescope gec was wrapped around the resolute onyx. The telescope gec was later reported to have twisted as a result from torqueing. Another telescope gec and resolute onyx stent was used to complete the procedure. The patient was reported to be alive with no further injury.